Event description:
It was reported that during the procedure, the novel lead exhibited failure to retract. The lead was replaced and the procedure continued with new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual examination found the helix was retracted and clogged with blood/tissue. The cause of the reported event was due to helix clogged with blood/tissue. No other anomalies were found.